Manufacturer narrative:
The investigation determined the event was consistent with an operator maintenance issue. The customer did not report any other issues after service.

Manufacturer narrative:
The reagent lot numbers and the expiration dates were requested but not provided. The field service engineer inspected the analyzer and found crystallization at the sample probe's tip including its' sonic wash station (sws) and the reaction cells. He cleaned the probe and the sws and exchanged the reaction cells. The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine and glucose results from two patient samples tested on the cobas c 503 analytical unit. Sample 1 the initial creatinine result from the analyzer was 25 umol/l. The repeat result from another cobas pro analyzer was 131 umol/l. Sample 2 the initial glucose result from the analyzer was 2.3 mmol/l the first repeat result from the analyzer by autorepeat was 1.5 mmol/l the second repeat result from another cobas pro analyzer was 7.6 mmol/l. The initial results were not reported outside the laboratory as they did not match the patient's clinical status. The repeat results from the other analyzer were deemed correct.